Event description:
It was reported that while the patient was in clinic, boston scientific representative stated that there was loss of capture (loc) on this left ventricular (lv) lead. Technical services (ts) reviewed the data but could not confirm if it was loc and recommended to have surface done. This lv lead remains in service. No adverse patient effects were reported.